Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure via a 9f sheath. Reportedly, there was no suture present after the plunger was removed and the knot was loose/unraveled. The sutures of two additional prostyle devices were successfully pre-placed and the tavi procedure was completed using the same 9f sheath. The pre-placed prostyle suture knots were successfully advanced to the vessel wall; however, complete hemostasis was not achieved. Therefore, a non-abbott device was attempted, but was also unable to achieve hemostasis. Finally, femostop was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.